Event description:
It was reported that the patient has experienced an increase in seizures lately. Device diagnostics resulted in high impedance and the generator was at end of service. The patient was referred for surgery. It was reported that the patient underwent generator replacement and that device diagnostics with the new generator attached to the existing lead were within normal limits. Attempts to obtain additional relevant information have been unsuccessful to date. The explanted generator has not been received for analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
The company representative's programmer data was reviewed which confirmed the generator was at end of service and was automatically disabled prior to the visit on (B)(6) 2015. Review of the programming data for the replacement generator on the day of surgery confirmed that the lead impedance was within normal limits. The device was not turned on at surgery and was at factory settings. Review of the decoded generator data identified that the last greater than 25% change in lead impedance occurred on (B)(6) 2014.

Event description:
An implant card was received indicating that the reason for replacement was due to end-of-service, and the device was automatically disabled. Follow-up with the surgeon revealed that additional diagnostics were not performed in different positions to rule out a positional discontinuity. No x-rays were taken before or after the replacement. The surgeon confirmed that the lead pin on the generator that was replaced was fully inserted.